Manufacturer narrative:
Initial reporter address: (B)(6). The device was evaluated. A visual inspection with the naked eye noted a slip back on the patient line to the cassette port. Functional testing including leak and clear passage testing were performed; leak testing revealed a leak at the tubing slip back to the cassette port. The cause of the slip back was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, a baxter technician determined a "slip back" on the patient line tubing to the cassette port which resulted in a leak. No additional information is available.